Event description:
The doctor was using the reusable magnum biopsy instrument to take a trans-rectal prostate biopsy. The gun has a safety catch which should prevent the instrument activating until it is safely positioned. While positioning the needle in the pt's rectum, the gun fired (with the safety catch on) and the needle impaled the doctor's index finger and took a 9mm x 1mm core biopsy from the finger.